Manufacturer narrative:
The reported event has been previously captured under the mfg report number 3013756811-2022-134001 (2022-134001). The reported event has been previously captured under the mfg report number 3013756811-2022-134001 (2022-134001).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) reading of 59 mg/dl. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated 128 mg/dl at the time of the low bg. Additionally, the pump¿s time was incorrect as the setting had not been updated by the user since daylight savings time. The customer's mother provided assistance and the customer consumed three dextrose candies to initially address bg. Reportedly, the customer lost consciousness and experienced tremors resulting in the customer hitting their head. The customer was subsequently hospitalized and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids to address bg. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.